Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display and the customer had low blood glucose level. The customer¿s blood glucose level was 47 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer reported that the insulin pump¿s battery died and the insulin pump did not turn on with new battery also. The customer declined troubleshooting for low blood glucose level. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.